Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception. Hsg (hysterosalpingogram) was performed on (B)(6) 2015. Patient presented with abdominal pain and hcp (health care professional) found one coil had perforated on left side; other side was okay. The hcp removed the coil in the end of (B)(6) 2015. The patient was okay (reported outcome). The coil in the right side was still in the patient. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and one coil had perforated on left side. This coil was removed. The reported event, regarded as fallopian tube perforation, was considered serious due to its medical importance and is listed according to essure's reference safety information. Fallopian tube perforation is a possible complication of essure insertion. If a perforation occurs, patient may experience pain after the procedure. In this particular case, patient developed abdominal pain and an essure perforation was found during investigation. The perforated coil was removed (approximately 3 months after its insertion) and patient was okay. Although the exact mechanism of essure perforation was not reported; given event's nature and the positive temporal relationship with essure insertion; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 18-mar-2016, referring to ptc global number (B)(4): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and one coil had perforated on left side. This coil was removed. The reported event, regarded as fallopian tube perforation, was considered serious due to its medical importance and is listed according to essure's reference safety information. Fallopian tube perforation is a possible complication of essure insertion. If a perforation occurs, patient may experience pain after the procedure. In this particular case, patient developed abdominal pain and an essure perforation was found during investigation. The perforated coil was removed (approximately 3 months after its insertion) and patient was okay. Although the exact mechanism of essure perforation was not reported; given event's nature and the positive temporal relationship with essure insertion; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up information is expected.

Manufacturer narrative:
Follow up 04-may-2016: follow up attempts have been completed, without response to date. No new information was provided. Company causality comment this medically confirmed, spontaneous case report; refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and one coil had perforated on left side. This coil was removed. The reported event, regarded as fallopian tube perforation, was considered serious due to its medical importance and is listed according to essure's reference safety information. Fallopian tube perforation is a possible complication of essure insertion. If a perforation occurs, patient may experience pain after the procedure. In this particular case, patient developed abdominal pain and an essure perforation was found during investigation. The perforated coil was removed (approximately 3 months after its insertion) and patient was okay. Although the exact mechanism of essure perforation was not reported; given event's nature and the positive temporal relationship with essure insertion; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs